Event description:
A control test resulted in 123 (96-144) range. The reporter stated that she did not clean her meter regularly. The reporter obtained back to back (rapid succession) blood glucose results of 259, 130 and 179 mg/dl.